Manufacturer narrative:
The device is currently being returned to the resmed design house located in (B)(6) for an extensive engineering investigation. The methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault (sf 147) indicating that the pneumatic block software detected a stall in the motor. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by resmed. Review of the device logs confirmed the occurrence of system fault (sf 147) error message and revealed the occurrences of system fault error messages (sf 74, 218, and 195). In-house testing was able to reproduce the reported device failure. The investigation determined that the device failure was caused by a detached wiring in the motor assembly which damaged a component in the main circuit board (pcb). Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).